Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013, for which the patient claimed the cgm was reading inaccurately in both high and low directions. For example, the patient reported the following discrepancy: cgm reading at 130 mg/dl and blood glucose meter reading at 45 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.